Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021, the battery power of the pump ran out on the second day of use. The pump had minor scratched display window, scratched case, pillowing keypad overlay and cracked case near the battery opening. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. The pump had high sleep current measurement (charge/battery anomaly). No pump error noted during testing or on the formatted history file. No unexpected power loss alarm noted in the formatted history file. Pump trace download analysis confirmed the pump had unexpected low battery alert on (B)(6) 2021 06:55:00.000 and on (B)(6) 2021 19:40:00.000. The pump had unexpected replace battery alert on (B)(6) 2021 10:29:00.000 and on (B)(6) 2021 23:08:00.000. The pump had unexpected replace battery now alarm on (B)(6) 2021 11:00:00.000 and on (B)(6) 2021 23:39:00.000. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, replace battery alert, and replace battery now alarm problem isolated to pcba2. During visual inspection, found moisture damage on the electronic assembly and corrosion on the force sensor flex traces. No damage noted on the motor. The pump had high sleep current measurement (charge/battery anomaly), unexpected low battery alert, unexpected replace battery alert, unexpected replace battery now alarm, power management tool indicated abnormal behavior, problem isolated to pcba2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery power of the insulin pump ran out on second day of use. No additional information was provided. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.